Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp), it was clarified that the device was not in clinical use when the event occurred. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was abnormal oxygen pressure. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. An authorized service provider (asp) went to the customer site and confirmed that the monitoring data and observed pressure was abnormal, finding the gas delivery system (gds) to be failing. The asp replaced the gds and stated that the device was operating as expected following the part replacement. The device was confirmed to have returned to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.